Event description:
Oracle ro 1066359: error: "cassette not attached properly". Additional information received on 12-may-2020: no patient involvement. Investigation completed and summarized in h 10.

Event description:
It was reported that smiths medical, cadd solis pump "cassette not attached properly". No adverse patient effects were reported.

Event description:
Oracle ro 1066359: error: "cassette not attached properly". Additional information received on 12-may-2020: no patient involvement. Investigation completed and summarized in h 10.